Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. Investigation was unable to determine a specific root cause for the observed leak on the complaint device. However, an opportunity for improvement was identified within the procedural guidance surrounding assembly and inspection of remote port tissue expanders. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Patient underwent implantation of tissue expander and the device deflated shortly after. Another tissue expander was placed but also deflated several hours later. A new expander has been placed and has remained intact. Device 1 of 2.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no date of birth was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient underwent implantation of tissue expander and the device deflated shortly after. Another tissue expander was placed but also deflated several hours later. A new expander has been placed and has remained intact.